Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 36-year-old female patient who had essure (batch no. 627741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, menometrorrhagia, gravida ii and parity 2. Concurrent conditions included pap smear abnormal, cervical pap smear abnormal, heartburn, breast pain female, diarrhea, change in bowel habits, muscle weakness, suicidal ideation, premenstrual syndrome, flu, coughing, fever, sore throat, dysfunctional uterine bleeding, rash, endometrial biopsy and menometrorrhagia. Concomitant products included aloe vera latex, calcium ascorbate from (B)(6) 2016 to (B)(6) 2016, calcium from (B)(6) 2016 to (B)(6) 2016, codeine, ethinylestradiol;levonorgestrel (season) from october 2015 to (B)(6) 2016, lactose, medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2009, oxycodone from (B)(6) 2016 to (B)(6) 2016, paracetamol (acetaminophen) from (B)(6) 2016 to august 2016 and sulfamethoxazole;trimethoprim (sulfonamide). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain\ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), headache ("headaches"), migraine ("migraines"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced premenstrual dysphoric disorder ("hormonal changes describe: premenstrual dysphoric disorder"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("pain\ low back area"). The patient was treated with alprazolam (xanax), ibuprofen, ondansetron hydrochloride (zofran), oxycodone hydrochloride;paracetamol (percocet) and surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, headache, migraine, vaginal discharge, fatigue, back pain and nausea outcome was unknown and the premenstrual dysphoric disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia had resolved. The reporter considered anxiety, back pain, depression, device expulsion, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, premenstrual dysphoric disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- no. Of trailing coils on each side-right- 02, left- 01 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2009: result- negative. Hysterosalpingogram - on (B)(6) 2009: device was successfully occluded. As per pfs- result- total bilateral occlusion. The fallopian tubes were blocked. As per mr- impression: 1. Successful bilateral fallopian tube occlusion. 2. Probably calcified uterine fibroid.. Pregnancy test - on (B)(6) 2008: result- negative; on (B)(6) 2015: result- negative. Ultrasound scan vagina - on (B)(6) 2015: there is no fluid in the uterine lumen. Both ovaries appear small and normal.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: fatigue, headache, depression, anxiety, menorrhagia, mood swings, abnormal vaginal bleeding, depression. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 36-year-old female patient who had essure (batch no. 627741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, menometrorrhagia, gravida ii and parity 2. Concurrent conditions included pap smear abnormal, cervical pap smear abnormal, heartburn, breast pain female, diarrhea, change in bowel habits, muscle weakness, suicidal ideation, premenstrual syndrome, flu, coughing, fever, sore throat, dysfunctional uterine bleeding, rash, endometrial biopsy and menometrorrhagia. Concomitant products included allium sativum oil (garlic oil), aloe vera latex, betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), calcium ascorbate from (B)(6) 2016 to (B)(6) 2016, calcium from (B)(6) 2016 to (B)(6) 2016, codeine, ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2015 to (B)(6) 2016, fish oil, lactose, magnesium, medroxyprogesterone acetate (depo provera) from october 2008 to january 2009, origanum minutiflorum oil (oregano oil), oxycodone from (B)(6) 2016 to (B)(6) 2016, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2016, sulfamethoxazole;trimethoprim (sulfonamide) and vitamin b complex (vitamin b). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain\ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), headache ("headaches"), migraine ("migraines"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced premenstrual dysphoric disorder ("hormonal changes describe: premenstrual dysphoric disorder"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain\ low back area"), metrorrhagia ("metrorrhagia"), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complication-yes"). The patient was treated with alprazolam (xanax), ibuprofen, ondansetron hydrochloride (zofran), oxycodone hydrochloride;paracetamol (percocet) and surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, metrorrhagia and genital haemorrhage was resolving, the pelvic pain, premenstrual dysphoric disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia had resolved and the headache, migraine, vaginal discharge, fatigue, back pain, nausea and post procedural complication outcome was unknown. The reporter considered anxiety, back pain, depression, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post procedural complication, premenstrual dysphoric disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- no. Of trailing coils on each side-right- 02, left- 01. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2009: result- negative. Hysterosalpingogram - on (B)(6) 2009: device was successfully occluded. As per pfs- result- total bilateral occlusion. The fallopian tubes were blocked. As per mr- impression: successful bilateral fallopian tube occlusion. Probably calcified uterine fibroid. Pregnancy test - on (B)(6) 2008: result- negative; on (B)(6) 2015: result- negative. Ultrasound scan vagina - on (B)(6) 2015: there is no fluid in the uterine lumen. Both ovaries appear small and normal. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: fatigue, headache, depression, anxiety, menorrhagia, mood swings, abnormal vaginal bleeding, depression. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for event pelvic pain updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 36-year-old female patient who had essure (batch no. 627741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, menometrorrhagia, gravida ii and parity 2. Concurrent conditions included pap smear abnormal, cervical pap smear abnormal, heartburn, breast pain female, diarrhea, change in bowel habits, muscle weakness, suicidal ideation, premenstrual syndrome, flu, coughing, fever, sore throat, dysfunctional uterine bleeding, rash, endometrial biopsy and menometrorrhagia. Concomitant products included allium sativum oil (garlic oil), aloe vera latex, betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), calcium ascorbate from (B)(6)2016 to (B)(6)2016, calcium from (B)(6)2016 to (B)(6)2016, codeine, ethinylestradiol;levonorgestrel (seasonique) from (B)(6)2015 to (B)(6)2016, fish oil, lactose, magnesium, medroxyprogesterone acetate (depo provera) from (B)(6)2008 to (B)(6)2009, origanum minutiflorum oil (oregano oil), oxycodone from (B)(6)2016 to (B)(6)2016, paracetamol (acetaminophen) from (B)(6)2016 to (B)(6)2016, sulfamethoxazole;trimethoprim (sulfonamide) and vitamin b complex (vitamin b). On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain ("physical pain\ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), headache ("headaches"), migraine ("migraines"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6)2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2015, the patient experienced premenstrual dysphoric disorder ("hormonal changes describe: premenstrual dysphoric disorder"). On (B)(6)2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain\ low back area"), metrorrhagia ("metrorrhagia"), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complication-yes"). The patient was treated with alprazolam (xanax), ibuprofen, ondansetron hydrochloride (zofran), oxycodone hydrochloride;paracetamol (percocet) and surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, pelvic pain, metrorrhagia and genital haemorrhage was resolving, the premenstrual dysphoric disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia had resolved and the headache, migraine, vaginal discharge, fatigue, back pain, nausea and post procedural complication outcome was unknown. The reporter considered anxiety, back pain, depression, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post procedural complication, premenstrual dysphoric disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- no. Of trailing coils on each side-right- 02, left- 01. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Human chorionic gonadotropin - on (B)(6)2009: result- negative. Hysterosalpingogram - on (B)(6)2009: device was successfully occluded. As per pfs- result- total bilateral occlusion. The fallopian tubes were blocked. As per mr- impression: 1. Successful bilateral fallopian tube occlusion. 2. Probably calcified uterine fibroid.. Pregnancy test - on (B)(6)2008: result- negative; on (B)(6)2015: result- negative. Ultrasound scan vagina - on (B)(6)2015: there is no fluid in the uterine lumen. Both ovaries appear small and normal.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: fatigue, headache, depression, anxiety, menorrhagia, mood swings, abnormal vaginal bleeding, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- post removal complication-yes, general abnormal bleeding, metrorrhagia. Outcome of event pelvic pain, device expulsion were updated. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 36-year-old female patient who had essure (batch no. 627741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, menometrorrhagia, gravida ii and parity 2. Concurrent conditions included pap smear abnormal, cervical pap smear abnormal, heartburn, breast pain female, diarrhea, change in bowel habits, muscle weakness, suicidal ideation, premenstrual syndrome, flu, coughing, fever, sore throat, dysfunctional uterine bleeding, rash, endometrial biopsy and menometrorrhagia. Concomitant products included allium sativum oil (garlic oil), aloe vera latex, betacarotene; bioflavonoids nos; biotin; calcium ascorbate; calcium pantothenate;calcium phosphate; choline bitartrate; chromic chloride; colecalciferol; copper sulfate; cyanocobalamin; folic acid; hesperidin;inositol; iron amino acid chelate; lycopene; lysine hydrochloride;magnesium oxide; manganese sulfate; molybdenum trioxide; nicotinamide; phytomenadione; potassium iodide; potassium sulfate; pyridoxine hydrochloride; retinol acetate; riboflavin; selenomethionine; silicon dioxide, colloidal; sodium borate decahydrate; thiamine mononitrate; tocopheryl acid succinate; ubidecarenone; zinc oxide (multivitamin & mineral), calcium ascorbate from (B)(6) 2016 to (B)(6) 2016, calcium from (B)(6)2016, codeine, ethinylestradiol; levonorgestrel (seasonique) from (B)(6) 2015 to (B)(6) 2016, fish oil, lactose, magnesium, medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2009, origanum minutiflorum oil (oregano oil), oxycodone from (B)(6) 2016, paracetamol (acetaminophen) from (B)(6)2016, sulfamethoxazole;trimethoprim (sulfonamide) and vitamin b complex (vitamin b). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain\ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), headache ("headaches"), migraine ("migraines"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2015, the patient experienced premenstrual dysphoric disorder ("hormonal changes describe: premenstrual dysphoric disorder"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain\ low back area"), metrorrhagia ("metrorrhagia"), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complication-yes"). The patient was treated with alprazolam (xanax), ibuprofen, ondansetron hydrochloride (zofran), oxycodone hydrochloride;paracetamol (percocet) and surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, metrorrhagia and genital haemorrhage was resolving, the pelvic pain, premenstrual dysphoric disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia had resolved and the headache, migraine, vaginal discharge, fatigue, back pain, nausea and post procedural complication outcome was unknown. The reporter considered anxiety, back pain, depression, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post procedural complication, premenstrual dysphoric disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- no. Of trailing coils on each side-right- 02, left- 01. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2009: result- negative. Hysterosalpingogram - on (B)(6) 2009: device was successfully occluded. As per pfs result- total bilateral occlusion. The fallopian tubes were blocked. As per mr- impression: successful bilateral fallopian tube occlusion. Probably calcified uterine fibroid. Pregnancy test - on (B)(6) 2008: result- negative; on (B)(6) 2015: result- negative. Ultrasound scan vagina - on (B)(6) 2015: there is no fluid in the uterine lumen. Both ovaries appear small and normal. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: fatigue, headache, depression, anxiety, menorrhagia, mood swings, abnormal vaginal bleeding, depression. Lot number: 627741 manufacturing date: 2008-07 expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a (B)(6) female patient who had essure (batch no. 627741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, menometrorrhagia, gravida ii and parity 2. Concurrent conditions included pap smear, cervical pap smear, heartburn, breast pain, diarrhea, change in bowel habits, muscle weakness, suicidal ideation, premenstrual syndrome, flu, coughing, fever, sore throat, dysfunctional uterine bleeding, rash, endometrial biopsy and menometrorrhagia. Concomitant products included aloe vera latex, calcium ascorbate from (B)(6) 2016 to (B)(6) 2016, calcium from (B)(6) 2016 to (B)(6) 2016, codeine, ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2015 to (B)(6) 2016, lactose, medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2009, oxycodone from (B)(6) 2016 to (B)(6) 2016, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2016 and sulfamethoxazole; trimethoprim (sulfonamide). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain\ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), headache ("headaches"), migraine ("migraines"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced premenstrual dysphoric disorder ("hormonal changes describe: premenstrual dysphoric disorder"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("pain\ low back area"). The patient was treated with alprazolam (xanax), ibuprofen, ondansetron hydrochloride (zofran), oxycodone hydrochloride;paracetamol (percocet) and surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, headache, migraine, vaginal discharge, fatigue, back pain and nausea outcome was unknown and the premenstrual dysphoric disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia had resolved. The reporter considered anxiety, back pain, depression, device expulsion, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, premenstrual dysphoric disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- no. Of trailing coils on each side-right- 02, left- 01. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2009: result- negative. Hysterosalpingogram - on (B)(6) 2009: device was successfully occluded. As per pfs- result- total bilateral occlusion. The fallopian tubes were blocked. As per mr- impression: successful bilateral fallopian tube occlusion. Probably calcified uterine fibroid.. Pregnancy test - on (B)(6) 2008: result- negative; on (B)(6) 2015: result- negative. Ultrasound scan vagina - on (B)(6) 2015: there is no fluid in the uterine lumen. Both ovaries appear small and normal. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: fatigue, headache, depression, anxiety, menorrhagia, mood swings, abnormal vaginal bleeding, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs and mr received: reporters were added. Lot no. Was added. Patient's demographic was added. New events- premenstrual dysphoric disorder, vaginal bleeding, menorrhagia, depression, anxiety, migraines,headaches, migration of essure device location of device: uterus, nausea, dyspareunia, low back pain, vaginal discharge, fatigue were added. Concomitant drugs & conditions were added. Lab tests were added. Treatment drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.